Manufacturer narrative:
The lot was manufactured between october 24, 2017 - october 25, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. It was noted in the sample photograph that the bladder was ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) intermates ruptured. This event occurred during filling with sodium chloride and before patient use. There was no patient involvement. No additional information is available.